Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, customer had difficulty filling the cartridge with insulin in the days leading up to the event due to a non-tandem syringe needle issue. Cartridge was successfully filled after changing syringe needle, and customer resumed insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.